Event description:
Laparoscopic monopolar cord was plugged into the electrosurgical unit and the other end was plugged into the robotic curved monopolar scissor. As the scissor was being used, the end plugged into the esu began to smoke. Procedure was temporarily stopped and cord removed from field. The cord was found to be smoking and then it separated completely into two pieces. No harm to patient.